Manufacturer narrative:
It is unknown whether the event is related to the device.

Event description:
Approximately 10 months post miradry treatment, patient began experiencing a soreness in both axillae with some swelling. Treating clinic reported patient appeared to have a 2 centimeter nodule bilaterally at the inferior aspect of where the miradry would have been performed. Palpating the area caused discomfort. Swelling in the area was present, but minimal. Clinic recommended patient return to primary care physician for complete work up and if negative possibly start prednisone.